Event description:
The customer reported that they did not receive an alarm at the central station. The pt expired.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.